Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device stopped working, and was taking to the emergency room for high blood glucose. It was reported that the customer's device received button error alarm, and the alarm cannot be cleared. The customer's blood glucose level at the time of incident was 270mg/dl. It was reported that the device may have some moisture damage. It was reported that the customer was advised that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was tested after cleaning the keypad traces, all operating currents are within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. The insulin pump had cracked case at the display window corners and minor scratched lcd window.